Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media that blood glucose was between 300 mg/dl and 400 mg/dl and inquired if there was an issue with infusion set not delivering insulin. Representative attempted to contact customer but was only able to leave a voice mail.